Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a posterior repair with mesh and posterior on (B)(6) 2004. It was reported that she experienced urinary problems, including include daily urge incontinence, frequency, nocturia, recurrent utis and voiding dysfunction. It was reported that she underwent a vaginal vault repair on (B)(6) 2006 and mesh was implanted. She experienced abdominal and groin pain, erratic bowel symptoms and underwent surgery to excise eroded mesh on an unknown date. It was reported that the patient underwent an anterior vaginal wall repair in (B)(6) of 2009. It was reposted that she underwent an abdominal sacrocolpopexy and mesh on (B)(6) 2014 at the hospital. It was reposted that she experienced an anterior fascial plication pf repair on (B)(6) 2015. Other procedure is captured in a separate file. No additional information was provided.